Event description:
A customer reported issues with the pump, noting that the screen was scratched and wearing out, the screen's responsiveness had decreased, and a sticky area occurred where cartridges were inserted. It is unknown if there was any adverse impact on the customer's blood glucose level, as further details were not provided. The customer declined additional troubleshooting, and no further action or outcome was recorded.